Event description:
The customer was hospitalized for dka. It was indicated that bgs were high for three days prior to the event. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. The prime history revealed that the set was changed several days before their admission and at the same day the high glucose lever started to raise. The customer treated bgs for three days and corrected with manual injection, but the infusion set was not changed in addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections.